Event description:
Was reported that the device has not been detecting magnet swipes since (B)(6) 2025. Reportedly, the patient moves between a nursing home and parents' homes which all have magnets and patient is known to use the magnet a few times a week. The patient is nonverbal and could not confirm is magnet stimulation was felt. The representative tested the tablet with a demo generator, confirming it was not a tablet issue, but could not see any swipes being detected with the patient's generator. Magnet mode diagnostic was performed and a message saying, "diagnostic not completed, device not able to detect magnet" was seen. The generator was also reportedly unable to be reset. The patient has also experienced an increase in seizures. Internal data was received and reviewed. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. No surgical intervention has occurred to date. No additional information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5, describe event or problem, corrected data: initial report inadvertently submitted without additional information available at time of submission. H6, adverse event problem codes, corrected data: initial report inadvertently submitted without health effect - impact code related to additional information available at time of submission.

Event description:
Per the physician, the patient's seizures are related to vns stimulation and are above pre-vns level. There are no other factors that could be contributing to the increase in seizures the patient is experiencing.

Event description:
Additional information received that multiple magnet swipes were performed but still not detected and two device resets were attempted. The magnet swipe test was still inconclusive. The patient also presented to the ER with uncontrollable seizures. It was also noted the patient's seizure duration had increased. Later information was received that magnet swipes were seen at a later date that correlated with the patient's reported events. Additional tablet data was received and reviewed.

Manufacturer narrative:
B5, corrected data: the initial report inadvertently omitted information that an increase in seizure duration was also reported. B6, corrected data: the initial report inadvertently reported incorrect internal data. G2, corrected data: the supplemental report #1 inadvertently omitted foreign. H6, corrected data: the initial report inadvertently omitted information that an increase in seizure duration was also reported.